Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used during an endoscopic sphincterotomy (est) procedure performed on an unknown date. During the procedure, it was reported that the sphincterotomy cutting wire broke after the sphincterotomy had been performed. The procedure was completed with the original device. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.